Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other six proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with seven proglide devices was attempted in an unspecified vessel using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, suture breaks occurred with seven proglide devices. The tavi procedure was successfully completed; however, the method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide devices and established in the preclose technique. No additional information was provided.